Event description:
The suction equipment malfunctioned in four rooms in the tower. Two ICU's had difficulty maintaining adequate suction while intubating and during bronchoscopies. In one instance, one rn had to manually hold the suction canister closed during bronchoscopy. Materials management contacted and will need to follow up with manufacturer. Both lots returned to medline.